Manufacturer narrative:
The report indicated that the needle cannula included in the peg kit was found in the abdomen during the laparatomy. It was reported there was a failure to properly account for the needle cannula as per who checklist. Notes from the procedure record state, "difficult needle insertion into stomach, multiple passes needed". Puncture of the jejunum may have occurred during one of the attempts of needle insertion into the stomach.

Event description:
A plastic cannula was left in the abdomen following a peg insertion. During the peg procedure the jejunum was punctured which required a laparatomy to repair. The plastic cannula was found during this procedure.